Event description:
A canadian customer called for help with her contour meter. She performed control tests and received a result of 1.8 mmol/l (32 mg/dl). A normal control range was not provided, but should be around 5.8-8.1 mmol/l (105-145 mg/dl). No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.